Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up, upon device interrogation three episodes of non-sustained rv oversensing issue was observed on the ventricular channel. Due to the oversensing issue intermittent far p-wave overseeing was a result. Programming changes were recommended. No programming changes were made during the device check due to the oversensing issue was not reproducible and it was a single day occurrence. Patient was stable throughout the device interrogation and will continue to be monitored.

Manufacturer narrative:
Correction: manufacturer report 2017865-2017-07314, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).